Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer notified cardioquip that a patient was involved during the malfunction although no patient information was communicated. Cardioquip's investigation determined that the heaters, a cpg valve, and the cpg pump were nonfunctional. Following replacement, the device passed inspection and is fully operational.

Event description:
Customer reports device is not able to heat to the set temperature or cool at their target temperatures on cpg.